Event description:
It was reported that patient was having shortness of breath. The right atrial lead was noted to not have capture at max output in bipolar and the p-waves were noted to be low. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 305u23 tissue valve, (B)(6) 2010. (B)(4).